Manufacturer narrative:
Siemens has determined that there has been in an increase in non-repeatable false positive ctni results. The ongoing root cause analysis being conducted as a part of the CAPA for this issue has determined that this issue is related to testpak reagent. Investigation of this complaint has determined that this event falls within scope of this issue given the event describes a non repeatable false positive ctni where repeat testing of the same sample on a stratus gave a negative value which was accepted as true. (B)(4) was held for this issue as well as (B)(4). CAPA (B)(4) has been opened as a result of this issue. (B)(4) and field action (B)(4), "false positive ctni results for acute care¿ ctni testpal" was published may 2019.

Event description:
The customer reported a false positive troponin result on the stratus cs. There is no report of injury due to this event.